Manufacturer narrative:
The device was returned to the manufacturer and is currently being evaluated.

Event description:
The device functioned properly throughout the single port laparoscopic inguinal hernia procedure. During the suction irrigation process (standard cleaning of surgical area), the surgeon noted that the wing covering had come off the device. The surgeon was able to retrieve it immediately using a grasper. There was no patient injury.